Manufacturer narrative:
Based on the information available, the event was most likely due to a pre-analytical issue or due to a missing wash step as non-roche reagents are installed on the instrument.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned results for 1 patient tested for ureal urea/bun (bun), co2 and sodium (na) on a cobas 6000 c (501) module. Based on the data provided, the bun and na results were erroneous. The erroneous results were not reported outside of the laboratory. The initial bun result was 54.0 mg/dl. The initial na result was 148 mmol/l. The same sample tube was repeated and the bun result was 35.8 mg/dl and a "samp." Alarm was produced for na and then a result of 141 mmol/l. The sample was repeated on a different c 501 module and the bun result was 36.2 mg/dl and the na result was 143 mmol/l. There was no allegation that an adverse event occurred. The bun reagent lot number was 27327801 with an expiration date of 31-may-2018. The na electrode lot number and expiration date were not provided. Calibration and quality controls were within the acceptable range. Precision data from the customer was acceptable. The field service engineer (fse) visited the customer site and cleaned the sample probe. The fse did not identify any issues. A specific root cause was not identified. Additional information was requested for investigation but was not provided. A general reagent problem can be excluded as calibration and qc were acceptable. Since a "samp." Alarm occurred for the na test, a sample related pipetting error cannot be excluded. Based on the information provided, the patient sample may have been mis-sampled, however as repeat k and cl results were not provided, this could not be confirmed. Mis-sampling can be caused by a contaminated outer surface of the sample needle. This can lead to a higher sample volume being used in the assay causing discrepant high results. A single contact of the sample probe with gel is sufficient for contamination to occur. This thought is supported by the cleaning of the sample probe by the fse. Additionally, upon review of the data, the customer is also using a non-roche reagent on the instrument and a carry-over issue cannot be excluded. If the sample probe is contaminated or the washing station is not working properly, a sample carry over issue can occur.